Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular (rv) was exhibiting inadequate capture. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.